Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the site was getting a non-recoverable 31020 fault on set up joint (suj)2. The caller stated that they tried several hard reboots with no change. The caller stated that they also got a 22003 before the 31020 that prompted them to disable arm 2. Tse informed the caller that they could try to disable arm 2 by pressing the port clutch when turning on the system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause. Additional information is being gathered to determine the contribution of the device to the customer reported issue.